Manufacturer narrative:
The device was evaluated by field service. Device evaluation found liquid coolant leak inside and under chiller but did not identify source of leaking. Internal inspection noted a power conditioning board failed and fire/ electrical completely burn inside. Upon inspection, the power conditioning board. Was observed as failed and fire/electrical burn inside. Based on the information available and no adverse event patient injury was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak, pop sound, and smoke with the coolsculpting control unit. There was no patient or provider safety impact. On (B)(6) 2023, provider reported that the coolsculpting coolant level was low and confirmed that the unit is leaking liquid underneath the unit. It was reported that there was an error code of z403-319 per system logs (occurred on 4 times). On (B)(6) 2023, customer called back and said her machine is leaking again. On (B)(6) 2023, customer reported that they tried to do another treatment and heard a pop sound and smelled smoke. On 05/24/2023, a technician was onsite and confirmed liquid between the top and bottom units. The customer reported that there appeared have been a fire/electrical fire inside the unit as everything was completely burnt inside when inspecting the unit. Lower module melted and needed to be replaced.